Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's spinal cord injury was many years ago. It is unknown if the shocking and leg spasms has been resolved, and it is also unknown what further steps will be taken to resolve the issues. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had been experiencing a shocking sensation and leg spasms for 1 month prior to the report. Factors that could have led to this issue was a spinal cord injury that the patient had. The rep checked impedances and they were within normal limits. The rep reprogrammed the patient's ins and added an hd group as the patient only had ld groups before this. No further complications were reported.